Event description:
Nurse was removing rings from patient utilizing gem ring cutting system including finger guard. During cutting of second ring, nurse noted small amount of blood under finger guard. Finger guard then noted to be cut through. Abrasion/small laceration noted palm surface of left ring finger. Failure of shielding.